Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 26 mg/dl. The customer stated that prior to the event, she had a low reservoir alarm on her insulin pump and so she added insulin to the reservoir and primed without rewind. The customer also stated that she has had no delivery alarms during manual prime. Found that the customer had manipulated reservoir while connected which had caused the low blood glucose levels. Troubleshooting was performed and the manual prime issue was resolved by disconnecting and reconnecting the reservoir and infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.